Manufacturer narrative:
(B)(4). This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA. (B)(4). Results of investigation: the carefusion factory service department received the suspect device and was able to verify the customer's reported issue. Visual inspection reveals ac adapter lemo connector pin #2 &3 are burned. The suspect device was scrapped and replacement was sent to the customer.

Event description:
The customer reported that the lemo pigtail needs to be installed as there is damage to the power input. There was no patient involvement reported, at this time it is considered unknown.